Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high impedance were noted in both configurations on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.